Event description:
The trilogy 202 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint of service required message, low inspiratory pressure alarm and oxygen reading not going below 30% even the set value is 21% was confirmed. During the evaluation of the device at the service center the technician observed error code e-344 (obm_air_flow_sensor_failed) in the device event log, therefore calibration was performed, and it did not fix the issue. The technician replaced the oxygen blending module board to address the issue. The root cause was confirmed. Additionally, the following parts were replaced: oxygen blending module flow element, blower bellow and oxygen blending module gasket are contaminated. Pollen air filter. Internal battery pack. The whisper cap and handle o ring is damaged, and the active exhalation control module are defective and were replaced. The device passed all testing. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.